Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with complaints of phrenic nerve stimulation. Upon interrogation of the patient's pacemaker, no sensing and no capture were noted on the right ventricular lead, and high threshold was noted on the atrial lead. An x-ray on the patient revealed that both leads were dislodged, and that the pacemaker had migrated, suggestive of twiddler's syndrome. Because the patient had been implanted for symptomatic bradycardia, the pacemaker was turned off. Lead repositioning was discussed but not yet performed. The patient was stable. Related manufacturer reference number: 2017865-2019-05845.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received noted that the patient presented to cath lab on april 25, 2019 for repositioning of the leads. The pocket was opened and a peripheral venogram of the left shoulder was performed and revealed a thrombus in the left subclavian vein and therefore the leads were removed and no attempt to re-implant at this time. The physician also confirmed twiddler's syndrome. The patient going on a blood thinner prior to lead implantation was discussed. The atrial and ventricular ports of the pacemaker were plugged and pacemaker was placed back into the pacemaker pocket to remain sterile. The pocket was then flushed with antibiotic solution bacitracin and pocket was closed. The patient was stable pre during and post procedure. The patient was discharged home. Manufacturer reference number: 2017865-2019-06642.

Manufacturer narrative:
A complete lead was returned in one piece, measuring 52.2 cm. Analysis was normal. No anomalies were found.

Event description:
New information received noted that the patient presented to the cath lab on may 15, 2019 for insertion of new leads. The previous thrombus in the left subclavian had resolved and both atrial and right ventricular leads were implanted successfully. The patient was stable pre, during and post procedure.